Manufacturer narrative:
Based on additional information received from the initial reporter on (B)(6) 2017, sections were updated accordingly.

Event description:
The customer states failed accuracy test during testing. The rate was set to 150ml/hr. Pump delivered 86ml (measured) but the display on the feeding pump was around 83ml during a 30 minute test. No patient involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states failed accuracy test during testing. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of failed accuracy test. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.